Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the gantry motion control box required replacement. A replacement gantry control box was shipped to the site and the replacement was completed on 20 june 2014. The imaging system then passed the system checkout and was found to be fully functional. The gantry control box was returned to the manufacturer for analysis. The control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, that the imaging system x-ray would stop every ninety degrees when attempting to take a 3d image. No initial troubleshooting was performed. The system was removed from service until a medtronic representative could investigate. There was no patient present when this issue was identified.